Event description:
The initial reporter received questionable tsh and other assay results from 118 patient samples tested on a cobas e 801 analytical unit. The reporter stated they would receive reservoir errors from time to time. The reporter stated that they needed to correct the results of 40 patient samples. The reporter was able to provide the following patient samples with discrepant tsh results: sample (B)(6). The initial result was 0.57 mu/l. The repeat result was 1.2 mu/l. Sample (B)(6). The initial result was 3.28 mu/l. The repeat result was 4.1 mu/l. Sample (B)(6). The initial result was 2.8 mu/l. The repeat result was 6.7 mu/l. Sample (B)(6). The initial result was 0.48 mu/l. The repeat result was 0.94 mu/l. Sample (B)(6). The initial result was 0.48 mu/l. The repeat result was 1.5 mu/l. Sample (B)(6). The initial result was 2 mu/l. The repeat result was 4.6 mu/l. Sample (B)(6). The initial result was 3.5 mu/l. The repeat result was 4.7 mu/l. Sample (B)(6). The initial result was 2.8 mu/l. The repeat result was 6.7 mu/l.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation confirmed the reservoir alarms. The field service engineer (fse) inspected the module and found a twisted and broken cleancell tubing. He then replaced the tubing and performed a system purge and prime. The investigation determined the event was caused by a component issue (twisted tubing). The investigation determined the service actions resolved the issue.